Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation. The device status was mol 1, 47 charge processes had been documented. A visual check confirmed the reported sparkover trace on the ICD housing. Traces of rubbed-off lead insulation were also visible on the ICD housing. The memory content of the ICD was checked. The inspection of the available iegms showed the occurrence of disturbances in the ventricular channel, with the exception of the induced episodes. Furthermore, the shock list showed that a 30-joule shock had been delivered as part of the dft test on (B)(6) 2010 with a shock impedance of "<25 ohm." This caused with high probability the sparkover trace at the ICD housing. Next, the signal sensing of the ICD was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's ability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in and the device reacted according to spec with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The analysis of the ICD did not indicate a material defect or mfg error.

Event description:
Ous MDR - after an implantation time of about 38 months, it was reported by home monitoring that the shock impedance was <25 ohm. During the revision, spark-over traces were noted at the ICD. Both the ICD and the competitive lead were explanted. No deterioration of the pt's health was reported.